Event description:
Health care professional reported right side capsular contractures, right side baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii. Reoperation has not been scheduled at this time.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Health care professional reported right side capsular contractures, right side baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation is observed. No further actions are required as the device was implanted.